Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 01, 2016 that a wallflex¿ biliary rx fully covered stent was implanted during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) trial. The patient had a history of chronic pancreatitis and was enrolled in the study for treatment of benign biliary strictures. On (B)(6) 2015, an assessment of biliary obstructive symptoms (abos) was taken and reported right upper quadrant pain, jaundice, and dark urine. Liver function tests were also performed on (B)(6) 2015. The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) for imaging/tissue sampling during the stent placement procedure on (B)(6) 2015. The procedure was done in an outpatient setting. A pancreatogram was performed during the procedure. In addition to stent placement, a balloon sweep was conducted. The stent was implanted on (B)(6) 2015 in a satisfactory manner during the ercp. On (B)(6) 2016, the stent was noted to be occluded due to tissue ingrowth. Abos was taken and no symptoms were reported and liver function tests were also performed. A cholangiogram was performed indicating no resolution of the original stricture. There is no evidence of a secondary stricture at the location of the proximal end of the stent. Sludge removal was conducted and the wallflex¿ biliary rx fully covered stent remains implanted.